Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was able to observe a leak in the filter, which resulted in air not being completely eliminated by the filter.

Event description:
The initial reporter stated that there was air past the filter on the curlin tubing set. During a follow up call from mmdg the initial reporter did not provide any additional information regarding the issue. (B)(4).